Event description:
Hamilton medical ag received the following event description: 'oxygen supply failed' alarm appeared during ventilation.

Manufacturer narrative:
'Oxygen supply failed' alarm due to defective mixer valve. The mixer valves were replaced, device works as intented.